Event description:
Related manufacturer reference number: 2017865-2022-44886, related manufacturer reference number: 2017865-2022-44887. It was reported that the patient presented upon developing an infection. Their full pacemaker system was explanted and replaced. The patient was stable.